Event description:
It was reported that the pt underwent a unilateral breast reconstruction of the left breast using an 8x16cm piece of veritas collagen matrix and a breast implant. The veritas was soaked in a saline solution for approximately one (1) minute prior to implant. Two (2) drains were placed in the left breast; one (1) drain on top of the veritas and one (1) drain beneath the veritas. Both drains were removed on (B)(6) 2012, three (3) days post-op. The pt presented with swelling and redness of the left breast on (B)(6) 2012, four (4) days post-op. The pt was treated with oral antibiotics, 750mg of isoxazolylpenicillin three (3) times a day for ten (10) days. On (B)(6) 2012, two (2) months and ten (10) days post-op, the surgeon decided to remove the breast implant from the left breast. The pt is currently reported to be doing well with the exception of a small wound in the area.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00060, 00061.